Manufacturer narrative:
The event date, patient's weight, and the date of explant are unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's ipg caused them pain. In turn, the patient's ipg was explanted to address the issue.